Manufacturer narrative:
Investigation is pending.

Event description:
It was reported on 5/8/2007 that a screw ordered by sales for restocking arrived disassembled. There was no pt contact and no injury associated with the event.